Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.during pre-repair assessment performed by a technician, functional testing was performed and revealed the tool doesn't hold, the motor flex was defective, and the motor was loud. This was attributed to normal wear. The motor, motor flex, hose, tool coupling parts, and ball bearing were replaced. The device was repaired and returned to the customer on 07/10/2013.

Event description:
Customer reported that the cutter burr had detached during running. (B)(4).